Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) and unstable angina occurred. In (B)(6) 2013, the patient presented due to stable angina (ccs classification: 1) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in proximal left anterior descending artery (lad) with 80% stenosis and was 8.0 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with direct stent placement using a 3.00 x 12 mm promus element¿ plus stent, with 0% residual stenosis. The next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2017, the patient had noticed chest pain which lasts for a short time and goes away with rest. The patient presented to the urgency center due to these symptoms where they recommended admission to the hospital. On the same day, the subject was also diagnosed with urinary tract infection (uti). However, since no beds were available the patient was returned. The following day, the patient returned to the hospital due to recurrent chest pain, pain due to exertion, dissipating with rest and was diagnosed with unstable angina. The patient was started on heparin and was monitored on telemetry. The trend of troponin was also monitored. The patient was also started on oral bactrim in response to uti. After one day, the patient was referred for cardiac catheterization for further evaluation and coronary angiography revealed 90% severe instent restenosis at the ostial to proximal lad; this involves the ostium of the first diagonal branch which has 79-80% stenosis. Based on the angiographic findings, coronary artery bypass grafting (CABG) to the lad, diagonal and right coronary artery (rca) was recommended. The following day, the patient was discharged on aspirin. Also since bactrim showed resistance, the patient was discharged on oral cefdinir for uti. Four days later, the patient returned to the hospital for CABG surgery. The patient underwent 3 vessel CABG including left internal mammary artery (lima) to lad, reverse saphenous vein graft (svg) to diagonal and reverse svg distal rca. Six days later, the event was considered resolved and the patient was discharged on aspirin.